Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.na

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+, in a patient admitted urgently with severe ischemic cardiomyopathy. Patient anatomy included a dilated valve. One xtr clip was implanted at the medial anterior 2/posterior 2 (a2/p2) leaflet segment; however, an mr jet of grade 3-4+ remained, lateral to the first implanted clip. The decision was made to implant a second clip. The second clip, also an xtr, was placed at the lateral a2/p2 leaflet segment and the mr was seen to reduce to grade 1-2. Before clip deployment, it was noted that the mr increased back to grade 4+ and the clip was removed, undeployed. No difficulty was noted during withdrawal; however, the appearance of a flail was noted, at the a1/p1 leaflet segment. It was felt that the second xtr clip may have contributed to this new flail. An ntr clip was then advanced and implanted at the flail. The mr was reduced to grade 2-3 and the procedure was completed. The patient was transferred to the intensive care unit (ICU) in stable condition. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.